Event description:
It was reported that a folfusor sv 2.5 ml/hr leaked. The customer reported that the leak was discovered when the device was placed in an isothermal pouch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. A visual inspection identified leaking at the connection of the blue winged luer cap. The winged luer cap connection was found to be slightly loose. When the winged luer cap was tightened, the leak stopped. The cause of the leak was due to the cap not being properly tightened after priming.